Event description:
It was reported that the patient presented for the replacement of the right atrial (ra) lead due to loss of capture. The lead had previously been deactivated via programming to prevent battery drain from the device. The lead was capped and replaced on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
Additional information: a4 - patient weight.